Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30700762l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 78-year-old female patient (48kg) underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. Cardiac tamponade occurred, blood pressure decreased after brockenbrough (transeptal), but monitoring of blood pressure was difficult because isp was loaded. After the la ablation, blood pressure decreased to the 50 s while it was ablation for ra. When echography was monitored, the amount of effusion increased more than before, so drainage was performed. When the patient left the room, blood pressure was 50 s (noradrenaline load). The physician's opinion on the relationship between the event and the product was that there was a possibility that cardiac tamponade occurred because the position of the blockenbrough was deep at the time of right atrial septal operation on the ablation catheter. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The physician considered that cardiac tamponade was caused by manipulation of the ablation catheter at the right atrial septum or the deep position was punctured at atrial septal puncture. The physician commented that septal puncture was thought to be the cause of cardiac tamponade, but the causal relationship with the bwi product was unknown. The patient outcome of the adverse event was fully recovered. The generator used in the case was a smartablate. The transseptal puncture was performed with a rf needle. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. Effusion was confirmed during ablation for right atrium (ra). Small blood pressure decrease was suspected when the transseptal puncture. The irrigated catheter flow setting was high volume flow time: pre 1sec, post 2sec. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, vector & visitag with the visitag module parameters for stability, visitag range:3, time:3, fot:25, tag size:2 and respiration filter was added with tag index. After the patient returned to the hospital room, blood pressure recovered to 100 mmhg range, and the patient was moved from hcu to the general ward on the next day. The patient was discharged from the hospital on (B)(6) 2022. No extended hospitalization was required. No underlying disease was reported on the patient.